Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the calcified and moderately tortuous left anterior descending artery. The physician advanced the 1.5x15 maverick otw balloon catheter to the lesion and on the second inflation, inflated the balloon to 10atms and the balloon ruptured. There were no pt complications. The procedure was successfully completed with a 1.5x15 apex balloon catheter. Pt status is listed as "good".

Manufacturer narrative:
Device evaluation: the complainant indicated that the device will not be returned. The device was disposed of by the hosp; therefore, it is not possible to determine if any issues existed with the complaint device that could have contributed to the complaint. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context, due to the anatomical and/or procedural factors encountered during the procedure.